Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft system, a vela infrarenal and suprarenal cuff, and two ovation ix iliac limbs were implanted in order to treat an abdominal aortic aneurysm. The patient returned for a routine follow-up approximately one year post-op where a type ia endoleak was observed. The physician elected to re-intervene by implanting a 34-80 vela suprarenal cuff along with stenting of the renal arteries. The endoleak was successfully resolved and patient is reported as doing well. As of the date of this report there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was determined to be user related, due to the off label aortic neck anatomy (intentional user error). No procedure-related harms could be determined due to lack of medical information. The patient was discharged home on the first post-operative day in stable condition. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.